Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 615 mg/dl; cause of bg not known. Reportedly, the customer had brain shrinkage due to high sugars. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2026 with the issue resolved.